Event description:
It was reported that the user received a low insulin alert while away from home of 63 mg/dl and added insulin to the existing cartridge while remaining connected, then primed the tubing and believed they saw drops without fully verifying disconnection, after which blood glucose trended down in conjunction with a prior correction dose. Investigation included customer interview and device-use review. Further investigation of this case revealed user technique issues related to priming and cannula fill while connected, with contributing recent correction insulin and recent food intake. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral carbohydrates per guidance. It was concluded that the event was consistent with hypoglycemia of unclear cause with user technique factors identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.